Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent ECG vitals. All other parameters were displaying correctly. When the issue was discovered, the unit was replaced with a known working one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent ECG vitals no patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent ECG vitals. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing intermittent ECG vitals. All other parameters were displaying correctly. When the issue was discovered, the unit was replaced with a known working one. No patient harm was reported. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to damaged ECG socket. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/13/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.